Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: blood samples are not collected properly in 1-2 of 5 tubes; more specifically, blood does not go down into tubes.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "blood samples are not collected properly in 1-2 of 5 tubes; more specifically, blood does not go down into tubes."

Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Product expired 31oct2021; therefore, no testing could be completed on the retentions. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.